Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported that during a thyroidectomy procedure the nerve monitoring device was producing excess noise when the surgeon was instrumenting in the area of interest. The threshold was increased to 175 and the stim was 1.0. When the surgeon stimulated, he did get response back. Ts had them run an electrode check and it was shown that vocalis 1 was red and that was the monitoring pane that was producing the noise. They had already replaced the patient interface, and were unable to replace or re position the endotracheal tube. Technical service requested that the tube be saved after the case to be sent for analysis. This caused no delay to the case and no patient impact.